Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable. Customer stated the issue occurred a couple of months ago, although a specific event date was not provided. There was no reported adverse impact to the customer's blood glucose level. Customer was able to charge the pump with a secondary charging cable.